Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post-aquablation procedure, the patient's hemoglobin levels decreased from 13 g/dl to 5 g/dl overnight. As a result, the patient required a transfusion (per manufacturer's instructions for use, bleeding is a potential perioperative risk of the aquablation procedure). The patient was reported to be in good condition and discharged home. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The patient was discharged home without further issues. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log file, device history record (DHR), and labeling. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. A review of the device history record (DHR) ab2000-b / serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3 warnings: procedure · as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: - bleeding section 8.32 states the following: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: · cautery followed by foley balloon catheter insertion. · under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) · balloon catheter in bladder with bladder neck traction · balloon catheter in prostatic fossa: - inflate balloon with 5cc in the bladder - under trus guidance retract balloon into prostatic fossa - inflate balloon to 30-50% of initial prostate volume - apply mild traction on the catheter to hold the balloon catheter in place · balloon catheter in bladder, no traction c. Start cbi per hospital protocol. A root cause for the reported event could not be determined. The aquabeam robotic system instructions for use list bleeding as a potential risk of the aquablation procedure and provides adequate instructions on how to achieve appropriate hemostasis. Based on the review of the information provided, plus a review of the DHR and IFU this event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.